Manufacturer narrative:
Pump was received with broken reservoir tube lip, cracked reservoir tube window, broken battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump is broken. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is cracked at the battery and reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.